Event description:
A healthcare professional reported that, during cataract surgery with intraocular lens implantation, ophthalmic suture needles from the same batch were found to be blunt during use in four incidents reported by three surgeons. The procedure was completed on the same day, and no patient harm was reported.this report pertains to one of the four incidents and involves three of the three reporting surgeons from the same facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).h.10 reflects all related report numbers associated with this product event that have been submitted at this time.